Manufacturer narrative:
Additional information: h3, h4 and h6. H4: the lot was manufactured february 5, 2020 - february 6, 2020. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume infusor ruptured during filling at the hospital with an unspecified drug. It was further reported that the device was manually filled with a syringe. There was no patient involvement. No additional information is available.